Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had clock anomaly. Customer blood glucose reading is 200 mg/dl. Troubleshooting was performed. Customer said the insulin pump time changed within one night. Customer mentioned the max basal setting is different than the previous insulin pump. Customer said they gain 3 minutes within ten days and gain 9 minutes within 30 day. Customer said clock anomaly happened after inserting new batteries. Customer was advised to discontinue from the insulin pump and revert to a backup plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was programmed with correct time and date. Pump monitored for several days. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.